Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that sensor was not communicating with transmitter. It was found that customer taped sensor, but cannula did not penetrate the skin. Customer's blood glucose was 549 mg/dl due to not having any insulin for 36 hours. Customer declined troubleshooting for high blood glucose due to knowing that high blood glucose was caused by not having any more insulin. Sensor would be replaced.